Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat a compression fracture at t12. It was reported that the balloon ruptured during the procedure and contrast media leaked in the vertebrae however, there were no changes in the patient's vital signs and no allergy symptoms to the contrast. No balloon fragments were left in the patient and the procedure was completed successfully using another balloon. No further complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.